Event description:
We used the floqswabs (copan flocked swabs) to perform a nasopharyngeal swab. The swab broke at the molded break point while the swab was being performed, hence leaving the tip in the nasopharynx.. Diagnosis or reason for use: research study to determine pneumococcal colonization.